Event description:
On 5/5/97, the facility's nurse informed the MFR's (MFR) sr. Technical sales specialist of a catheter shear/fracture/"pinch off" incident concerning this device; however, no further details were provided. The facility nurse stated that she was only responsible for giving the pt hydration and was not aware of a problem. No further details were provided at this time.

Manufacturer narrative:
Eval results of apparent trend for suspected catheter lots has been completed and results are as follows: 1.) Complaint rate was consistent with complaint rates from other mfg lots. 2.) Product profile was biomodal, but both arms of modaility were within product specification. 3.) Material idenfification and function were consistent with 510k and co specification. 4.) Sheared catheters returned were reviewed and found to have "pinch-off" indication. Complete file of this apparent trend was reviewed by food and drug administration (fdaa) investigator during an atlanta district office audit conducted from 8/24/1998 through 8/15/1998. Therefore, based on info available and results of manufacturer's investigation and analysis and results of manufacturer's investigation and analysis of device, report of "catheter shear/fracture/pinch-off" has been confirmed. Review of x-rays by outside consultant could give little insight into cause of catheter fracture; however, MFR.'s analysis of device revealed evidence of "pinch-off" resulting in catheter shear. No further details are available. MFR is now closing file on this event. Submitted to FDA on 1/26/1999.